Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause of the failure was isolated to excessive thermal damage to the monitor defib board and c/a board. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor failed incoming functionality testing.